Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No unexpected number ramping anomalies noted. No motor error alarm noted. Motor passed motor test. Unable to verify e70 alarm in the alarm history due to history file overwritten with a47 alarms. A47 alarms due to a corrupted history file. Device received with cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had motor error and had motor position encoder alarm on history. Currently customer was not reporting motor position encoder error alarm. Customer reported the insulin pump had delivery alarm at the time insulin pump triggered motor alarm as well. Customer was able to rewind the insulin pump no harm requiring medical interventions was reported. The insulin pump will be returned for analysis.